Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has error code 1535. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review could not confirm record of the reported issue. Functional testing was unable to replicate the reported issue; however, it confirmed that lec 1535 was displayed during the self-check. The root cause was determined to be a possible defective air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.